Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a successful pvc ablation in the rvot, a cardiac perforation occurred. During post assessment an echocardiogram which revealed a pericardial effusion. A pericardiocentesis was performed and a drain was placed. The patient was transferred to the cicu for observation. There were no performance issues with any abbott devices.